Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and verified that the device cannot power on with ac or dc power. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker for preventive maintenance of their device. During evaluation stryker observed that the device cannot power on with ac or dc power. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
After w18 flex cable was properly connected and other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to disconnected w18 flex cable, on user interface pcb assembly.

Event description:
A customer contacted stryker for preventive maintenance of their device. During evaluation stryker observed that the device cannot power on with ac or dc power. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.